Event description:
Reporter alleged blood glucose measured 170 mg/dl back to back with a result of 90 mg/dl when testing was performed within 30 seconds apart. As a result of the comparison, no actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.